Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿migration of the lag screw after intramedullary treatment of ao/ota 31.a2.1-3 pertrochanteric fractures does not result in higher incidence of cut-outs, regardless of which implant was used: a comparison of gamma nail with and without u-blade (rc) lag screw and proximal femur nail anti-rotation (pfna)¿ which was published on 7-may-2019 and is associated with the stryker gamma nailing system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog or patient details from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 30 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses central cut-out occurred three weeks later leading to a total hip arthroplasty. 1 out of 6 cases. The study states, ¿a central cut-out occurred three weeks later and the patient had to undergo a total hip arthroplasty. Despite adequate fracture reduction, poor bone quality and suboptimal placement of the blade in the femoral head-neck fragment led to the cut-out.¿